Event description:
A 24mm asd device was implanted in a pt with a history of tia. The device was placed without difficulty and the position was confirmed by tee and angio. A few hours post procedure, the pt experienced chest pain. A tte showed the device had embolized and was straddling the mitral valve. The pt was sent to the or for surgical removal of the device and repair of the defect. The pt spent one day in the ICU and then returned to the step-down unit until discharge on medications 7 days later.